Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed some nicks observed on the articulating surface. No other visual anomalies found in the event. It was reported that a few days post-op, the surgeon revealed that the glenosphere had become loose. The most likely cause(s) of the glenosphere becoming loose include non-compliance to the post-op protocol or post-op trauma to the surgical site. Per device directions for use, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that there was a revision surgery. Initial surgery was performed on (B)(6) 2016. Glenosphere became loose and revision surgery was necessary on 1(B)(6) 2016. Revision surgery was completed successfully with another device of the same part number.